Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that 1-day post op check when the patient reported diaphragmatic stimulation, a lead dislodgement was confirmed via a chest x-ray. The lead was explanted and replaced by a competitor lead. Patient was in good condition.